Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. Customer received new insulin pump a month ago and now it is beeping. Customer has been gone since (B)(6) and left pump unattended. The customer was assisted with troubleshooting and the display did not return. The customer was instructed to leave the battery out for two hours, monitor or call back if the display dose not return. The customer called back and the insulin pump is alarming post-reset ram crc alarm. Customer stated she is not going to use the pump; assist customer with putting the insulin pump into storage mode. The insulin pump will not be returned for analysis.